Event description:
Port-a-cath kits for patient use were received at our facility. The director of the outpatient cancer center reviewed the supplies received and noted that kits were packaged with sterile water as opposed to normal saline. The issue was discovered before patient use.